Event description:
It was reported the device was dropped and had case damage. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment of upper case and lower case being broken. Analysis also found that the battery release and lead flex cover were contaminated and the liquid crystal display (lcd) was out of specification. It was also noted that the side bail covers, ring cover and battery drawer were broken, the knobs, side bails, ring and battery drawer o-ring was missing.